Manufacturer narrative:
The coil was found to be stretched and severely damaged after removal from the microcatheter. Located off the distal tip of the sl-10 microcatheter are severely compressed sections located at 3.5, 3.8, and 7.0 (all in centimeters) which were severe enough to be seen by the naked eye. The circumstances of when and where this damage occurred to the microcatheter cannot be determined. The proximal blockage in the returned microcatheter caused by the detached coil was found 21.0 centimeters off the proximal end. The distal blockage in the returned microcatheter caused by the detached coil was found 7.5 centimeters off the distal tip and is adjacent to the severely compressed microcatheter section which is at 7.0 centimeters. It is important to note that the end user had the same difficulties with two different microcatheters and two different microcoil systems. The sl-10 microcatheter has three sections of severely compressed sections that would have caused the coil to become stuck and anchored. The distal lumen of the sl-10 microcatheter was found to be ovalized. The circumstances of how and where the ovalization damage occurred to the microcatheter cannot be determined. The microcatheter had to be dissected in multiple sections in order to remove and inspect the coil. The proximal section of the coil was stretched. The coils unintended detachment was mechanical in nature. The locking mechanism has compression and stretching damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged and the surrounding edge has been raised above the surface plane. There are three possible contributing factors to the coils resistance in the microcatheter followed by an unintended mechanical coil detachment. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils resistance and its unintended detachment inside the microcatheter may have been due to distal interference. If the severely compressed sections of the returned microcatheter were present during the procedure when the coil was being advanced, then this source of interference may have been from the coil attempting to be advanced through the damaged microcatheter. The coil may have eventually become anchored inside the compressed and/or the ovalized sections found on the microcatheter. When the anchored coil was attempted to be removed, the stuck coil had a mechanical unintended detachment from the device positioning unit (dpu) via the detachment fiber. If the microcatheters damage was post-procedural in nature, then the source of the interference and whether it was of a fixed or detached nature cannot be determined. The secondary contributing factor to the coils resistance and eventual unintended mechanical detachment may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have damaged a portion of the coil. The coil damage and the sheath being embedded into the v notch may have produced resistance felt inside the microcatheter resulting in the damaged coil becoming anchored and producing an intended detachment when the ¿stuck¿ coil was being removed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the third contributing factor to the coils resistance and its unintended mechanical detachment may have been due to the selection of a non-compatible 10 series microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference.¿ ¿¿the codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm).¿ the inner lumen of the sl-10 microcatheter is 0.0165.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis several factors may have caused the coil¿s damage, resistance, and detachment. Procedural factors related to the unsheathing process as addressed in the IFU is a possible factor. The returned microcatheter was ovalized and the size was not compatible with the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During embolization of a middle cerebral artery aneurysm the doctor noticed resistance with a microsphere coil (ssr18092720/(B)(4)) and an orbit galaxy g2 coil (641cf0925/(B)(4)) in different excelsior sl-10 microcatheters (lot: 17543761 and 17443761) and both coils detached in their respective microcatheters upon withdrawal. The doctor positioned an excelsior sl-10 microcatheter (lot: 17543761) into the aneurysm. He then proceeded to advance the microsphere. Initially everything was going smoothly but then he noticed some resistance through the microcatheter. The coil did not enter the aneurysm. He slowly began retracting the coil but the same resistance occurred. For the second time he tried to pull back the coil but the coil broke off into the sl-10 microcather. He then removed the sl-10 and repositioned a second sl-10 (lot: 17443761) into the aneurysm. He then placed the galaxy g2 (9mm) into the aneurysm. The coil was used to frame the aneurysm and the physician didn¿t like how it was forming and the catheter kept retracting as he was placing the coil. At this point it was suspected that the coil formed a knot in the aneurysm. He went to remove the coil and resheath, however upon removing there was a lot of resistance and the coil once again broke off into the sl-10 microcather. There was no significant procedural delay to due to the issues. The coils did not kink or bend at any time prior to the resistance/friction. The microcatheters did not kink or bend at any time. An adequate continuous flush was maintained through the catheters at all times. No other products were used successfully with the microcatheters prior to the resistance experienced. The second microcatheter was not repositioned over the g2 coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The microsphere coil did not reach the distal end of the first microcatheter. Neither coil separated into two pieces.